Event description:
The caller reported that the t:slim x2 pump battery would not charge. A power source alert, alert 07, was present, but there was no adverse impact on the customer¿s blood glucose level. The caller resolved the issue by using the original charging supplies, and the pump began charging after being connected to a working outlet for at least 30 consecutive minutes.